Event description:
Imp ref #(B)(4) .

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was deactivated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). The hoist is currently held at a police station close to the hospital and is being held for investigation by the relevant authorities. A result of which is that an arjohuntleigh investigation is currently unable to take place. Additional info will be provided following the conclusion of the MFR's investigation.